Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, this was a case with a 23mm sapien 3 ultra case in aortic position by right transfemoral artery approach. The esheath+ was prepared with no visual differences noted, and the sheath was inserted into the patient without issues, with no concerns regarding vessel diameter or calcification. The implanter felt resistance and a "pop" while advancing the commander delivery system and valve through the distal portion of the esheath+. The valve was deployed without issues, and there were no difficulties during commander delivery system withdrawal or esheath+ removal. A torn distal tip was observed once the sheath was out of the patient. No patient injury occurred, and the patient remained in stable condition.